Event description:
The user facility reported that two system 1 processors evidenced two positive biological indicators subsequent to completed processing cycles. Fourteen scopes processed in these cycles were later used in patient procedures. The user facility confirmed they are following their internal procedures regarding patient notification. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the two system 1 processors and verified they were operating properly. All chemical indicators evidenced passing results and all other diagnostic and processing cycles prior to and after the reported event. The user facility personnel reported that they may have incubated the biological indicator at 38 degrees celsius. The biological monitoring of the steris process instructions state: "maintain incubator temperature at 55-60 degrees celsius". Steris conducted testing on the corresponding biological indicator, chemical indicator, and steris 20 sterilant and determined that each product was manufactured appropriately and met all product and performance specifications. The system 1 processors are not under steris service contract and are currently serviced and maintained by the facility's biomedical department. The units have remained in use since the event and no additional issues have been reported. Steris offered to have a clinical education specialist on-site to observe the facility's scope processing practices however the user facility declined. In addition, steris also offered to conduct additional in-service training but the user facility declined. Steris is not aware of any adverse clinical event associated with this incident. Steris is filing this MDR because the sterility of devices processed in both system 1's cannot be guaranteed unless biological indicators are processed and read for results in accordance with steris's instructions for monitoring biological indicators.